Event description:
It was reported that the patient was undergoing a transurethral holmium laser enucleation of the prostate (holep) for a double kidney cyst and prostate enlargement with calcification. In addition, the patient had hyperplasia of bilateral prostate lobes and middle lobe raised the bladder neck by 2cm. The urethra was fissured, trabeculae and sand-like stones were visual in the bladder without the presence of tumor. The patient bladder volume was about 400ml, and the bilateral ureteral orifices were normal. During treatment, the fiber was used to cut and stop bleeding, when it fractured and suddenly fused outside of the patient, causing a burn to the thumb of the physician. It was noted that the fiber was still very long, and it was not bent. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Burns are a known inherent risk of device use as stated in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was undergoing a transurethral holmium laser enucleation of the prostate (holep) for a double kidney cyst and prostate enlargement with calcification. In addition, the patient had hyperplasia of bilateral prostate lobes and middle lobe raised the bladder neck by 2cm. The urethra was fissured, trabeculae and sand-like stones were visual in the bladder without the presence of tumor. The patient bladder volume was about 400ml, and the bilateral ureteral orifices were normal. During treatment, the fiber was used to cut and stop bleeding, when it fractured and suddenly fused outside of the patient, causing a burn to the thumb of the physician. It was noted that the fiber was still very long, and it was not bent. The fiber was replaced, and the procedure was completed without patient complications.